Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and the catheter was separated into two pieces. There were many ragged and elongated sections on both pieces. The complaint is confirmed. The root cause is attributed to excessive force applied to the catheter which exceeded the tensile strength of the device. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The user reported that during an angioplasty procedure, the catheter broke while in the patient during use. All of the catheter was able to be from the patient. No patient harm or injury was reported. No further information was available.